Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this patient was syncopal and one of their leads was loose. High lead impedance was also noted. Patient to be brought in to clinic for follow up. Should additional information be provided this file will be updated.